Event description:
It is reported endophthalmitis. Event description: material # 305106. Batch # 4060059, 4031552. My name is (B)(6), I'm a retinal technician, and I'm sending this message on behalf of (B)(6) and in regard to the 30g x 1/2 (0.3mm x 13mm) needles (ref - (B)(4)). Over the past month we've seen an increase in our endophthalmitis rate (this has been irrespective of clinician or drug being given). Since this wave of infections, we have changed all the variables on our end that were able to (i.e. The manner in which we numb patients, discarding numbing drops, etc). The only common denominator amongst all of these instances is the brand of and lot #s of the needles that has been used (lot s 4060059 and 4031552). We've been monitoring the (B)(6) website as well the bd website of all recalls and we haven't seen any recent recalls with these specific lots (4060059 and 4031552). We're inquiring to see if there may have been other clinics reporting an increase in their endophthalmitis rate and associated with the use of these specific lots of 30g needles.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.